Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) mount loose. Popup mount has a loss 4 screws. There is no patient involvement.

Manufacturer narrative:
Another mail info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Please cancel mfg report number 2249723-2026-0001726 in your database.